Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash. The hm cassettes were not changed in 3 months. The maintenance schedule calls for 1 month. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is now performing within specifications.

Event description:
A falsely elevated troponin I result of 24.53 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested on the same analyzer and on a second dimension analyzer with results of <0.04 ng/ml on both instruments. No treatment was prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash related to insufficient maintenance.